Event description:
This is the first of two reports concerning the same patient and same surgery. It was reported the drill would not fit into the power tools correctly. A cannulated drill, 159025snd lot f6l5 exp 06/18 would not fit into the ao drill quick release chuck. Also, 159027snd did not fit either. Add'l info was rec'd on (B)(6) 2013. "The customer have a de soutter multidrive which has an ao qwix release chuck and a jacobs chuck. The drill bit would not fit into the ao chuck although the 159027snd did not easily. Both were marked as 2.2 mm size shank. We used the 159-025nd on the jacobs chuck but it was not ideal. No patient injured or death alleged. The event did not lead to an increase of surgery time product will be returned."

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.